Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted to treat a gastric outlet obstruction in the pylorus during an endoscopic ultrasound (eus)/ esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the first flange was deployed; however, during deployment of the second flange, the delivery hub broke in half. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was used to treat a gastric outlet obstruction of the pylorus. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the pylorus.